Event description:
It was reported that during the implant procedure, there was a placement difficulty on the lead. The physician feels that lead was too stiff to handle. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal connector of the lead was extrinsically bent. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Sex . If information is provided in the future, a supplemental report will be issued.